Manufacturer narrative:
The device history record could not be reviewed as lot code was not provided by the consumer. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
The consumer stated that her period ended on (B)(6) 2016, which was the last day she used a tampon. Two days later, she started having symptoms of fever, dizziness, diarrhea, chills, lower abdominal pain, nausea and vomiting. On (B)(6) 2016, she felt the product inside of her and removed it. She then went to the ed department where she was diagnosed with tss, prescribed antibiotics to take at home. The next day, she had a follow-up appointment with her pcp and was diagnosed with uti/kidney infection. She was prescribed flagyl and clindamycin. The consumer also stated that she believed there must have been two pledgets in the last applicator she used, causing one pledget to remain inside her for five - six days. She did not verify this or see any defect in the product; this is her assumption. In addition, technical documents confirm, based on raw material dimensions, that an applicator cannot contain more than one pledget.